Event description:
A nurse reported receiving a system message, prior to beginning surgery, indicating the pressure source needed to be adjusted. A pediatric cataract pt was on the table and had recd' general anesthesia. Technical support services (tss) was contacted and requested the facility look at the wall gauge to determine the psi. The facility reported the psi was set at 115. Tss advised the customer that the recommended range for proper operation was between 80-100. The pressure was adjusted and the case was completed. The start of the case was delayed for 15 minutes. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. After speaking with technical support services, the facility adjusted the psi to satisfy the recommended range and the system message cleared. The cpc connectors and the latch seal were replaced as preventive maintenance. The system was then tested and met all product specs. (B)(4).